Manufacturer narrative:
Date of initial report sent: 08/26/2009.

Event description:
Procedure type: laparoscopy. According to the reporter: plastic debris or artifact flash was found inside the patient after using the obturator. The particles were not retrieved from inside the patient. No patient injury was reported.